Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) male pt, initials (B)(4), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, weekly into an unspecified location. The lot number of synvisc was not provided. On (B)(6) 2012, the pt developed arthritis. The event of arthritis was medically significant. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the pt recovered from the event of arthritis. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.